Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (time and date reset) issue. This is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. The reporter stated that the patient¿s blood glucose (bg) was 600mg/dl with increased thirst and urination, weakness, vomiting and large ketones. The patient was treated with insulin via pump and injection. The patient did not receive any emergency care. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.